Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of discrepant results for 1 patient sample tested for elecsys tsh assay (tsh) and elecsys ft4 ii assay (ft4 ii) on a cobas e 411 immunoassay analyzer. The initial tsh result from the e411 analyzer was 0.027 uiu/ml. The initial ft4 ii result from the e411 analyzer was 2.11 ng/ml. The customer sent the sample to an external laboratory and was tested by an unknown method with a tsh result of 2.29 uiu/ml and an ft4 result of 1.32 ng/dl. It is not known if the initial results were reported outside of the laboratory. The customer had not run qc on the day of the event. On (B)(6) 2018 the customer repeated the sample on the e411 analyzer and the tsh result was 2.74 uiu/ml and the ft4 ii result was 2.13 ng/dl. The customer ran qc and repeated the sample again on the e411 analyzer with a tsh result of 2.68 uiu/ml and an ft4 ii result of 2.03 ng/dl. On (B)(6) 2018 the customer repeated the sample on a different e411 analyzer and the tsh result was 2.80 uiu/ml and the ft4 ii result was 2.18 ng/dl. There was no allegation that an adverse event occurred. The tsh reagent lot number was 291617. The expiration date was not provided. The ft4 ii reagent lot number was 288197. The expiration date was not provided.

Manufacturer narrative:
Calibration signals were acceptable. No issues were identified during a review of the customer's alarm trace data. From the data provided, a general reagent issue can be excluded.

Manufacturer narrative:
On the initial report, the results were provided with no data flags. Actual data was provided that show data flags with some of the results. The following results were accompanied by data flags: the initial tsh result from the e411 analyzer was 0.027 uiu/ml with a data flag. The initial ft4 ii result from the e411 analyzer was 2.11 ng/ml with a data flag. On (B)(6) 2018 the customer repeated the sample on the e411 analyzer and the ft4 ii result was 2.13 ng/dl with a data flag. The additional repeat ft4 ii result of 2.03 ng/dl on the e411 analyzer was accompanied by a data flag. The external laboratory used an unspecified clia method to test the patient sample. Based on the data provided, the investigation was unable to find a definitive root cause.